Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the pt is hyperopic in the dominant eye. The surgeon reported that he feels the lens may "settle" over time and move forward and correct the hyperopia. Currently, the pt is unhappy and effectively has no new reading ability with this eye. The pt is plano in the fellow eye. Additional information has been reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. (B)(4).